Manufacturer narrative:
All of the buttons functioned properly during the testing. However, corroded keypad traces were found during the visual inspection. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error alarm on the insulin pump, which was clipped to her bra and may have been exposed to moisture. Her blood glucose level was 147 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.